Event description:
It was reported that the patient presented to the emergency room for non sustained lead noise due to premature ventricular contractions and sensing latency. Reprogramming was recommended. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.